Event description:
The customer obtained biased glu, chol and trig results for patient samples. The scenario is consistent with a malfunction that could have caused a falsely elevated patient glucose result to be reported. There was no report of harm as a result of this event.